Manufacturer narrative:
(B)(4). Suspect medical device, additional medical devices: cell-dyn 1700 analyzer, list numbers 3h53-01 and 3h53-03; cell-dyn 1700cs analyzer, list numbers 3h57-01 and 3h57-03. New die-cast drives were designed and released for usage on the cell-dyn 1800 and cell-dyn 1700 instruments in the year 2005. The 10 ml diluent syringe, list number 04h36-01, was incorrectly listed as the replacement syringe with the new die-cast drives. Customers were unable to order the proper syringe with the thicker spacer to prevent the tolerance stack-up issue as a list number had not established for the syringe. Effective 29 may 2009, the 10 ml diluent syringe drive with the 0.25-inch thick washer was released under list number 09h35-01 for distribution as a drop-in replacement for the syringe and a product information letter was issued to inform new customers of the correct part number to order. A field communication was issued on 08 june 2009 to all affected customer to provide information regarding the issue and the correct syringe part number to order. The investigation concluded that the issue occurred due to an open loop process, which did not include adequate checks and balances to ensure items identified on a change impact assessment form were addressed via an engineering change order. The current process has been revised to prevent this issue from recurring. This is the final report.

Manufacturer narrative:
Suspect medical device, additional medical devices: cell-dyn 1700 analyzer; cell-dyn 1700cs analyzer. Concomitant medical product: cell-dyn 1700/1800 system accessory kit. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Use of the current available version of the 10ml diluent syringe, part number 9212368 (without a spacer), on a cell-dyn 1700, cell-dyn 1700cs, or cell-dyn 1800 with a die-cast syringe drive may result in diluent leakage during initialization of the analyzer, resulting in diluent empty faults or platelet backgrounds out of specification. The instrument may require a field service repair potentially delaying patient's results. A product correction letter has been sent to all current, active cell-dyn 1700, 1700cs and 1800 customers. The letter provides instructions for verifying the type of syringe drive installed on the analyzer and which 10 ml diluent syringe is required. A product correction has been issued and reported under 21cfr806 to the FDA. No adverse impact to patient management has been reported related to this issue.